Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. The white pulse wire in the trunk cable read open. The root cause was unable to be identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.